Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre fixed wire dilatation balloons were unpacked to be used in the esophagus for a dilatation procedure performed on (B)(6). During preparation, it was noticed that both devices had a major kink at the distal end of the catheter towards the tip. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.